Manufacturer narrative:
Product received for evaluation 11/21/96. The bag was found to have a label on it. Customer was contacted and instructed not to please a label on the bag.

Event description:
Reportedly, one freezing container was found ruptured during the thawing procedure. The contents of the container, peripheral blood stem cells, were disposed of at the time of the event. The pt was not impacted by the event. Sufficient back up cells remained to transplant the pt. The container will be returned for eval. At the time of this report the sample has not been received. The containers after removal from the liquid nitrogen storage tank are extremely fragile in this frozen state. Care must be taken when handling the frozen product not to cause any mechanical damage to the plastic container. Small cracks or fractures in the body of the container may cause the ingress of liquid nitrogen and cause the rupture or distention of the containers. Freezing and thawing recommendations are distributed with each model number sold.